Event description:
We received a report that while a tecnis za90030185 intraocular lens (iol) was being implanted the doctor didn't like the way it looked and decided to remove it. There was no patient injury and the patient went home aphakic. In follow up it was learned that the patient had a ''poor'' cornea. The surgeon had decreased visualization and broke the capsular bag and the iol was not stable. It was removed without a problem. A vitrectomy was performed. The patient was left aphakic due to the cornea and the vitrectomy and was subsequently referred to a retinal specialist. There was no quality issue with the iol. Patient's right eye was affected.

Manufacturer narrative:
Pt age: not provided. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection under microscope showed the lens was returned with fibers, particles and stains that could be related to handling the lens in a non-sterile environment. Also, one of the haptics was distorted; that could be related to the handling of the unit during the insertion process. The investigation results reasonably suggest that the probable cause of the conditions observed in the sample returned could be related to surgical technique. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to the manufacturer has been submitted. Placeholder.